Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump¿s black box showed multiple pump reboots. During a visual inspection of the pump, a crack was observed in the battery compartment and the battery cap was unable to fully tighten to the pump. There was evidence of moisture contamination inside the battery compartment. During testing, the pump powered on intermittently with both the returned battey cap and test cap. A leak test showed a leak at the battery compartment crack. The pump case removed and there was evidence of additional moisture contamination found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked and there was evidence of moisture in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.